Manufacturer narrative:
Corrected data: upon further review of the product investigation results, it was determined that no bss or viscoelastic was used which is required per the dfu. The absence of bss/viscoelastic reasonably suggest that the tip damaged was the result of user error, therefore the event has been determined to be not reportable. Therefore, no further information will be submitted under medwatch 2020664-2021-07381. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. There was no viscoelastic material observed inside the cartridge. Lens was received out of the device cut in two (2) parts . The cartridge tip was broken, damage, cracked and deformed. This damage could be associated to excess of force and the plunger broke the cartridge. Dcb00 device was in advance position. Complaint issue reported as injector was broken was verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, however the reported issue is unrelated to this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) injector was broken. There was patient contact with the cartridge tip. No further information available.